Manufacturer narrative:
(B)(4). This complaint for a report of a slow flow patient alarm was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the patient stated there was air in the patient line. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting a slow flow patient alarm that appeared on the homechoice (hc) unit during fill 1, the home patient (hp) revealed to the technical service representative (tsr) that there were some air bubbles in the patient line. The tsr asked hp if bubbles were creating gaps of air. The hp was unsure. The tsr then advised that hp would need to start over with new supplies. The tsr offered to assist hp to end therapy and hp stated she thought she could do it on her own. The hp would start over with new supplies. No injury or medical intervention was reported. During a follow-up with the hp, it was found that the hp could not find any problems with the supplies and started over with new supplies. The new supplies did not have any air bubbles in the patient line. The hp had not let the nurse know about this situation thus far but will let her know next time she goes for her visit. The hp has been performing therapy fine without further complications.

Manufacturer narrative:
(B)(4). Per the customer the sample is not available and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.